Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157250, recap cmt fmrl hd resur 50m 789720; us157856, m2a-magnum pf cup 56odx50id 893550; 102150, repicci tibial 37x6.5mm 54860; 102120, repicci fmrl 54mm rm/ll 792370; 902929, harpoon size 2 suture 775000. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [ remains implanted]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following surgery patient developed a superficial (B)(6) wound infection, which was resolved after approximately 2 months of antibiotics. No additional information was made available.